Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389s-40, lot# va12muz, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type extension. (B)(4).

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient noticed some redness around the implantable neurostimulator (ins) and sent a picture to the hcp on (B)(6) 2016. The patient was brought into the operating room on (B)(6) 2016 and the pocket was opened up and an infection was noted. The entire system was explanted due to the occurrence of an infection and the patient was put on antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.